Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model pp-nc5305 lot number 20b17-tnv was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that minibore pressure rated extension set was defective. The following information was provided by the initial reporter: material no.: pp-nc5305 batch no.: 20b17-tnv. It was reported the customer wants to initiate a return due to patient safety issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that minibore pressure rated extension set was defective. The following information was provided by the initial reporter: material no.: pp-nc5305 batch no.: 20b17-tnv. It was reported the customer wants to initiate a return due to patient safety issues.